Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the plunger was not confirmed as proxy plunger was removed with no resistance. The reported suture detachment could not be tested/verified based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported event appears to be related to interaction with the patient calcification. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number, expiration date. E1: address, phone. H4: device manufacturing date.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide plunger came out heavily and the suture was pulled with resistance. A suture break was noticed. Preplacement of another proglide suture was successful. A third proglide suture was attempted and experienced the same result as the first proglide device. A fourth proglide device was used to place a second suture. The sheath was upsized and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.